Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the patient with this right ventricular (rv) lead was brought to the emergency room due non capture symptoms; a temporary pacemaker then inserted for pacing support. It was concluded that the pacing impedances with the rv lead, were high out of range with a lead fracture suspected. A lead extraction was performed and the rv lead removed and replaced. A fracture was visually noted on the explanted product which is expected to be returned for analysis. A technical services assessment of the explanted lead photo was suggestive that the location of a suture, given the near concentric ring on the lead body, was likely root cause of the lead body damage and resulting fracture.

Event description:
It was reported that the patient with this right ventricular (rv) lead was brought to the emergency room due non capture symptoms; a temporary pacemaker then inserted for pacing support. It was concluded that the pacing impedances with the rv lead, were high out of range with a lead fracture suspected. A lead extraction was performed and the rv lead removed and replaced. A fracture was visually noted on the explanted product which was later returned for analysis. A technical services assessment of the explanted lead photo was suggestive that the location of a suture, given the near concentric ring on the lead body, was likely root cause of the lead body damage and resulting fracture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the inner and outer conductor coils had a break approximately 15.7 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis confirmed the fractured clinical observations.